Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell seven of ten of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, fluid was discovered on the floor. Renal therapy services (rts) advised the hp to close all the clamps, then cycle the power and end the therapy session. Rts assisted the hp to disconnect from the machine. The hp used manual supplies to drain and stated they will call their pd nurse in the morning. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.